Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of saline via an implantable pump for non-malignant pain. It was noted the patient had been receiving marcaine and morphine previously. It was reported that after (B)(6) 2018 the patient¿s doctor tried a different, newer [unspecified] medication in the patient¿s pump to help with the patient¿s pain. The patient reported the pump failed and alarmed for a week. The patient stated they had to ¿back everything out of the pump.¿ the medication was replaced with saline and the pump was programmed to the lowest setting. The patient has been saline since this point. The patient was placed on oral oxycodone. The patient has been oral oxycodone since then, as well as lyrica. The patient stated they never felt right since the morphine withdrawal, ¿it totally changed him.¿ the patient stated the oral medication helped some, but he was never without pain and now had problems with his hands. The patient stated the pump was working sporadically. It was noted the patient played the guitar and they could hear the pump through the guitar amp once every four days. No further complications were reported or anticipated.